Manufacturer narrative:
We have received a piece of the complaint device for evaluation. However, due to its size and previous exposure to fluids we were not able to draw any conclusions about the failure. Our lot history records review did not reveal any discrepancies related to the manufacturing or packaging processes. All mfg and qc steps were completed in accordance to mfg instructions. We found that all of the lot release testing for lot 82981 had passed the requirements for lot release without any issues. Therefore, the root cause of the failure remains inconclusive. Please note that albograft grafts are not indicated for use as a perfusion conduit for extracorporal circuits for prolonged periods of time (the device served as an external conduit for about 8 days). We believe that such off label use of the device may have contributed to the failure. Please note that no pt permanent injury occurred due to this incident.

Event description:
Pt (male, dob 1989, under constant heparin medication, ptt (partial thromboplastin time) within the norm). Intervention on the (B)(6) 2013, ECMO (extra corporeal membrane oxygenation) before lung transplantation. Connection of the albograft prosthesis as a perfusion conduit in the groin and extra corporeal to the ECMO. According to the physician, the graft was constantly sweating circumferential for some cm in the middle portion of it's length. Several attempts to stop the emerging of blood with tachosil and tamponades did not work out. The pt condition debased temporarily due to the bloodloss. Therefore, the graft was cut shorter several times to minimize the leaking surface. Additionally, tachosil and tamponades were used to control the blushing. On the (B)(6) 2013, the albograft was removed and the lung transplantation was carried out. After the pt was again on the ECMO (connected with cannulas) until (B)(6) 2013. Pt is doing fine and no deterioration in his health stage is recorded.